Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that after about two years with very little relief, several adjustments and various problems, the patient had the device removed. No further patient complications are anticipated or expected as a result of this event.